Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1480401 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer reported that customer's adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that on (B)(6) 2015, after not being able to check her sugar for five days, she began to feel "dizzy, lethargic" and was "throwing up". Customer contacted her nurse, who visited the customer and administered 20 units of novolog insulin and 80 units of lantus insulin. It was further reported the customer's glucose reading "goes up to 500 mg/dl to 700 mg/dl". It is unknown when these readings were obtained. No additional treatment was required. There was no report of death or permanent injury associated with this event.